Event description:
It was reported that during a lead implant procedure, lead withdrawal failure was observed. Lead stylet was unable to be removed. Physician elected to keep to the lead implanted. Patient was stable and recovering.